Event description:
It was further reported that the device was explanted and replaced due to reaching normal eri (elective replacement indicator). At the generator change the physician placed a new ventricular lead due to elevated thresholds of the chronic right ventricular (rv) lead. The chronic rv lead was then place in the atrial port and the new device was programmed to vvir, utilizing the new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: adsr01 ipg, implanted: (B)(6)2011. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and the device had unexpected longevity. It was noted that it was unknown how long the threshold had been elevated and that the estimated remaining longevity of the device was equal to eight months. The physician decided to have the patient return for follow-up in three months instead of six due to the estimated remaining longevity. The device and lead remain in use. No patient complications have been reported as a result of this event.